Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sheath tore. The physician inserted a balloon aortic valvuloplasty (bav) balloon through a 14 f isleeve introducer sheath. During the removal of the bav balloon, the isleeve tore. The procedure was completed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the isleeve was received with the dilator. The sheath and tip were microscopically examined. The sheath material was split/torn on the seam starting 7.5cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There were numerous kinks throughout the sheath. The reported seam tear was confirmed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the sheath tore. The physician inserted a balloon aortic valvuloplasty (bav) balloon through a 14 f isleeve introducer sheath. During the removal of the bav balloon, the isleeve tore. The procedure was completed. No patient complications were reported and the patient's status is stable.